Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intra thecal baclofen via an implantable pump. It was reported that the rep received a call from a doctor's office whose pump ran low on (B)(6) or (B)(6). The exact date was uncertain, but upon reviewing the pump report, the low reservoir event was documented. The patient stated that they did not hear any alarm at the time. The rep called to inquire how to play or activate the alarm so the patient could confirm they recognized the alarm sound. Tech services guided the rep through the process of manually activating the pump alarm to allow the patient to hear it and confirm recognition. Instructions were reviewed clearly and the rep would call the office and guide them through these instructions. No further issues reported at this time. Additional information received indicated that they played both the critical and non-critical alarm sounds for the patient in the office, but no audible sound was produced. The team interrogated the pump and attempted to preview the alarm tones, yet no one in the office could hear any alarm, including the medtronic employee who was on a three-way call during the test. The rep confirmed that the patient was on baclofen therapy. The rep inquired whether this issue would be covered under warranty in the event that the pump required replacement. Tech services sent warranty information and explained that this may represent a potential manufacturing issue, as alarm failure was not typical. It was reviewed that it was up to the physician discretion if he wanted to consider replacing the pump or calling the patient in earlier than the next refill date, given the alarm was nonfunctional and could impact patient safety. The rep acknowledged understanding and stated they would call back if further questions arise. No further issues reported at this time. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if there were any symptoms the patient experienced regarding this event. The cause of the withdrawal due to empty reservoir was according to the patient, he did not hear the pump alarm. Diagnostics/troubleshooting performed including the physician assistant (pa) went through steps to play the alarm and they did not hear it. The rep stated that they may have discovered afterwards that he did not leave the controller on top of the pump when trying to play the alarm and that could have been the issue. The rep was trying to attend the upcoming appointment to be able to play the alarm and see if they could hear it. The issue was resolved.

Event description:
Information was received from health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intra thecal baclofen via an implantable pump. It was reported that the patient previously experienced withdrawal when the reservoir ran empty in september. The pump was refilled on that same date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.